Event description:
The internal screw thread of the clamp seems dislodged after a few rounds of tightening/ loosening. There was no patient involvement and no delay in surgery. Linked to MFR. Report numbers: 3004608878-2017-00036 and 3004608878-2017-00037.

Manufacturer narrative:
Investigation completed 3/07/17. Method: DHR review; trend analysis; failure analysis. Device history record reviewed for this product ID work order / lot/ serial # (B)(4), sn (B)(4) a total of (B)(4) were manufactured on 02/25/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Corrective action has been issued to further investigate this reported failure including the occurrence. Product was not released for inspection and although a photo is referenced none was included for this complaint. Conclusion: in summary, the device was not released for evaluation. Therefore , the root cause to the end users experience could not be determined. Although a photo is referenced, none was included for this complaint.